Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that at the beginning of a therapeutic procedure the device exhibited e12 error message. There was an approximately 2 minute delay, however, the intended procedure was completed with a backup device with no patient harm, or injury reported. There was no user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see updated sections: g4,g7, h2 and h10.